Manufacturer narrative:
The lot number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information: patient continued to have an asymmetrical vaulting ("z") of both lenses post yag procedure and capsular tension ring (ctr) placement. The surgeon decided to explant the lens. It is unknown which lens or if both lenses are planned for explant.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient has a bilateral z-syndrome. The lens was successfully repositioned and a capsular tension ring (ctr) was placed. Reportedly, the reason for the z-syndrome was that the patient stopped her steroids too early and she has aggressive fibrosis pushing the lens out of position. This report is for the left eye. It is unknown if the lens reposition was performed on the left or on the right eye.